Manufacturer narrative:
(B)(4).

Event description:
Information was received from a consumer regarding a patient who was implanted with a neurostimulator for non-malignant pain. It was reported the patient did not use her stimulator because her right foot was turning in. The patient had a series of shots (bilateral injections) in (B)(6) 2015 to help her right turning in foot. The patient stopped using the stimulation therapy. On (B)(6) 2016 the patient turned stimulation back on and the patient's foot was turning in again on (B)(6) 2016 so the patient turned off the stimulation, but it felt like it was still on. The patient would be driving down the road and all of a sudden her foot would turn in, even though her stimulation was not on at the time. The patient pulled off the side of the road and walked it off and it was ok. The patient turned stimulation back on to see if it would help release the muscle but it would make it worse. The patient noted she needed to have "rf" done and was doing the shots again. It was clarified that the patient's stimulation just aggravated her condition of foot turning in and was not the contributor of the issue. It was reviewed with the patient that stimulation could be turned down to 0.0 v, if the patient was not using stimulation, to reduce any residual effect. Patient services walked the patient through how to check her implantable neurostimulator (ins) status with the patient programmer (pp) and the patient stated she turned it on and had the lightning bolt. The patient's program settings were at 2.9 v on program 1 and 3.4 v on program 2. The patient was walked through how to decrease both settings down to 0.0 v and off, to reduce any residual effect. The patient was referred to her healthcare provider (hcp) to discuss the turning in foot issue and programming options for the patient to try so therapy won't aggravate the turning foot in issue. The consumer later reported the residual stimulation was still present. The patient's hcp gave her steroid shots and told her that she may have neuritis. The patient's group was on 0.0 v, but she still felt residual stimulation. It was reviewed that all programs needed to be at 0.0 v and the patient confirmed that both program 1 and program 2 were programmed to 0.0 v in group a. The patient's right foot began to turn in again and she realized she could not sleep. The patient turned stimulation back on again because she could not sleep. The stimulation came on "full force" but was at 0.0 v. The patient felt overstimulation when stimulation was turned on, then decreased stimulation to where it was comfortable. The patient confirmed she had adaptive stimulation enabled. The patient also mentioned she was diabetic. No interventions or outcomes were reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
(B)(4). A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the patient in response to follow-up reported the circumstances that led to the event. The stim ulator was recharged on (B)(6) and reprogrammed on (B)(6). The patient then started having problems with the right foot so they turned it off with the settings at 0. She could still feel the sensation when moving or bending. The step taken to address the event was turning the settings down to 0 before shutting it down. The issue was resolved.